Event description:
Patient reported "replacement from textured to smooth due to the patients concern of the product, pain, itchy, hardness, capsule, scar tissue, tumor on left arm, discomfort and a fluid" or possible seroma"". Healthcare professional later reported "capsular contracture baker grade 4". This record is for the left side. Device was explanted.

Manufacturer narrative:
The events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible seroma", capsular contracture baker grade 4.